Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump failed to recognize the cartridge when attempting to perform the load step. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and contamination was found on the force sensor shim. The force sensor resistance reading was found to be out of the required specifications. Evaluation also revealed that the battery compartment was cracked along the side of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).